Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the u104 processor was defective. The cause of the inability to power on is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.